Event description:
Caller reported a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information on resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to report any future malfunctions.